Manufacturer narrative:
It is acknowledged each holmium laser fiber manufactured by dornier medtech is 100% inspected for both visual, and power testing performance defects prior to release for distribution. The suspect complaint fiber has not yet been obtained by dornier medtech for evaluation, however, the customer has advised the unit is available for return, and if obtained ,a review of the complaint unit will be conducted, and a final medwatch report will be submitted. This investigation has not revealed any manufacturing defects, and it is acknowledge no other complaint has been received regarding fiber burn, and the identified production lot.

Event description:
A notification was received regarding holmium fiber units (5 units), which were reported to have burned during use with 2 customer lasers. No patient harm was reported.